Event description:
Okaevent verbatim [preferred term] burn blister development [burns second degree] , skin lesions [skin lesion] , . Case narrative:this is a spontaneous report received from the (B)(6). The regulatory authority report number is (B)(4). A contactable pharmacist reported a (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number m32654, expiration date sep2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2018, the reporter stated the patient experienced severe pain, skin lesions and burn blister development in the area of the heat spots. The patient excluded an improper application as earlier experience with the product was present. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Follow-up (07feb2018): new information received from the (B)(6) includes: regulatory authority report number: (B)(4). Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Batch m32654 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. Form-(B)(4) retain sample inspection form documented the retain evaluation performed on (B)(6) 2017 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. Investigation received at the (B)(4) site requiring an evaluation for this batch. On the basis of this evaluation, a process trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: (B)(6) 2015. There were no wrap attribute or variable defects recorded for the batch. There were two investigations (lir-1325945 and ER-1325968) related to a cold cell (individual cell temperature less than the lower specification limit for the individual cell temperature of 35.7 °c as stated in thermacare / neck shoulder wrist 12 hour formula card spec-(B)(4), effective date: (B)(6) 2015) on production run day three. The wrap batch average temperature has an in process limit of 37.6c. The results ranged from 38.4c to 38.7c within in process limit. The individual wrap temperature in process limit is 36.9c. The results ranged from 37.4c to 37.9c within in process limit. The root cause category was determined to be method category, process variability. An individual cell temperature being cold would not affect the overall temperature of a wrap. Production of thermacare wraps wi.

Event description:
Burn blister development [burns second degree], skin lesions [skin lesion]. Case narrative: this is a spontaneous report received from the (B)(4) health authority (B)(4). The regulatory authority report number is (B)(4). A contactable pharmacist reported a (B)(6) -year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number m32654, expiration date sep2018) on (B)(6) 2018 for neck pain. Medical history was none. Concomitant medications were none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. Thermacare was used on (B)(6) 2018 for neck pain and was removed the same day. On (B)(6) 2018, the reporter stated the patient experienced severe pain, skin lesions and burn blister development in the area of the heat spots. The patient excluded an improper application as earlier experience with the product was present. No surgical treatment was necessary, treatment included disinfection and wound care, remaining damage is not expected. Action taken with the suspect product was permanently discontinued on (B)(6) 2018. Clinical outcome of burn blister was resolved in 2018. Clinical outcome of skin lesions was unknown. According to product quality complaint group: batch m32654 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. Form-(B)(4) retain sample inspection form documented the retain evaluation performed on (B)(6) 2017 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. Investigation received at the (B)(4) site requiring an evaluation for this batch. On the basis of this evaluation, a process trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: (B)(6) 2015. There were no wrap attribute or variable defects recorded for the batch. There were two investigations (lir-1325945 and ER-1325968) related to a cold cell (individual cell temperature less than the lower specification limit for the individual cell temperature of 35.7 °c as stated in thermacare / neck shoulder wrist 12 hour formula card (B)(4), effective date: (B)(6) 2015) on production run day three. The wrap batch average temperature has an in process limit of 37.6c. The results ranged from 38.4c to 38.7c within in process limit. The individual wrap temperature in process limit is 36.9c. The results ranged from 37.4c to 37.9c within in process limit. The root cause category was determined to be method category, process variability. An individual cell temperature being cold would not affect the overall temperature of a wrap. Production of thermacare wraps with cold cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. Therefore, the root cause of the cold cells on production run day three is considered method/process variability. The two investigations mentioned above were reviewed from the manufacturing and technical perspective and closed prior to batch release. Follow-up ((B)(4) 2018): new information received from the (B)(4) includes: regulatory authority report number: (B)(4). Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information from product quality complaint group included: investigation results. Follow-up ((B)(6) 2018): new information received from contactable pharmacist: patient data (height, weight), deny of medical history and concomitant medications, suspect product data (start date, stop date, action taken, indication), treatment received and updated event outcome. Follow-up attempts completed. No further information expected.

Manufacturer narrative:
Batch m32654 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. Form-(B)(4) retain sample inspection form documented the retain evaluation performed on 03-nov-2017 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. Investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a process trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: 25-sep-2015. There were no wrap attribute or variable defects recorded for the batch. There were two investigations ((B)(4)) related to a cold cell (individual cell temperature less than the lower specification limit for the individual cell temperature of 35.7 °c as stated in thermacare / neck shoulder wrist 12 hour formula card (B)(4), effective date: 25-sep-2015) on production run day three. The wrap batch average temperature has an in process limit of 37.6c. The results ranged from 38.4c to 38.7c within in process limit. The individual wrap temperature in process limit is 36.9c. The results ranged from 37.4c to 37.9c within in process limit. The root cause category was determined to be method category, process variability. An individual cell temperature being cold would not affect the overall temperature of a wrap. Production of thermacare wraps wi.

Event description:
Event verbatim [preferred term] burn blister development [burns second degree], skin lesions [skin lesion]. Case narrative: this is a spontaneous report received from the (B)(6). The regulatory authority report number is (B)(6). A contactable pharmacist reported a (B)(6)-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number m32654, expiration date sep2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2018, the reporter stated the patient experienced severe pain, skin lesions and burn blister development in the area of the heat spots. The patient excluded an improper application as earlier experience with the product was present. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. According to product quality complaint group: batch m32654 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. Form-(B)(4) retain sample inspection form documented the retain evaluation performed on (B)(6) 2017 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request. Investigation received at the (B)(4) site requiring an evaluation for this batch. On the basis of this evaluation, a process trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.9°c) per (B)(4), effective date: 25-sep-2015. There were no wrap attribute or variable defects recorded for the batch. There were two investigations ((B)(4)) related to a cold cell (individual cell temperature less than the lower specification limit for the individual cell temperature of 35.7 °c as stated in thermacare / neck shoulder wrist 12 hour formula card (B)(4), effective date: 25-sep-2015) on production run day three. The wrap batch average temperature has an in process limit of 37.6c. The results ranged from 38.4c to 38.7c within in process limit. The individual wrap temperature in process limit is 36.9c. The results ranged from 37.4c to 37.9c within in process limit. The root cause category was determined to be method category, process variability. An individual cell temperature being cold would not affect the overall temperature of a wrap. Production of thermacare wraps with cold cells is a known, non-conformance; as these defects can randomly occur due to manufacturing process variability. Therefore, the root cause of the cold cells on production run day three is considered method/process variability. The two investigations mentioned above were reviewed from the manufacturing and technical perspective and closed prior to batch release. Follow-up (07feb2018): new information received from the (B)(6). Additional information has been requested and will be provided as it becomes available. Follow-up (19feb2018): new information from product quality complaint group included: investigation results.